Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead passed introducer test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the atrial lead exhibited high and varying thresholds, and a diminished p-wave. The physician attempted to reposition the lead, however, the previously noted measurements did not improve, so a new lead was implanted. No patient complications have been reported as a result of this event.